Manufacturer narrative:
(B)(4). The device has been returned for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported there were variable impedances in the range of 400 to 1500 ohms and variable thresholds in the range of 1.1 to 2.7 volts observed on the right ventricular (rv) channel of this pacemaker system. There was also rv noise observed during pocket manipulation testing as well as associated oversensing with no pacing inhibition observed. In addition, there were impedance spikes observed on the right atrial (ra) channel. The ra and rv leads are not boston scientific products. As a result, the device, ra and rv leads were all explanted and replaced. No additional adverse patient effects were reported.

Event description:
This supplemental report is being filed based on completion of device analysis.

Manufacturer narrative:
Patient code 3191 captures the reportable event of surgery. The returned device was thoroughly inspected and analyzed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. A device interrogation was performed and associated forced impedance testing was completed. All measurements were within normal limits. No noise was observed during the testing, even while the device was physically manipulated. A series of automated tests were also performed, and again, normal device functionality and sensing were observed. Critical therapy was confirmed to be available. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection. The device analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.